Event description:
It was reported that during central processing, the small grasper retractor instrument had a loose cable. There was no report of patient involvement. Intuitive surgical inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
Based on the claim against the product by the customer noting a loose cable, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The small grasping retractor was analyzed and found to have a broken distal pitch cable at the distal clevis hub. The broken cable segment that contains the crimp was missing from the clevis. The pulleys exhibited no damage. Other cables were not damaged. The housing was removed from the back end, and no damage was observed. When pitch cable breakage occurs, the instrument is immediately inoperable due to loss of functionality. The instrument has tungsten drive cables to transmit motion from the input discs in the housing, through the main shaft, and to the distal instrument tip. These cables are exposed at the instrument tip and control movements at the wrist.